Event description:
A pt with no history of known allergies experienced an anaphylactic-like reaction while in the operating room. Contact stated that the pt had received cefazolin. Reportedly, pt's "throat closed" and the pt had "facial edema." Per contact, pt was reintubated. Follow up with facility revealed that the cause of the allergic reaction could not be determined. Contact stated it is thought that the reported allergic reaction may have been related to cefazolin, as this drug has allergenic potential because it is closely related to penicillin. Reportedly, pt fully recovered. Contact stated that 1 gram of cefazolin in 50ml was administered to pt at an unk flow rate.